Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 2.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal ultrabag therapy 2.5% (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter india technical services the following was reported. On an unreported date, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unreported date, the patient was treated with vancomycin 2gm, and tobramycin 40mg. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported there was a break in aseptic technique by the customer described as the patient made a mistake. Per the local baxter affiliate, the patient was retrained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.